Manufacturer narrative:
The device was not returned to the manufacturer for investigation. The device was repaired locally by replacing the trigger.

Event description:
It was reported that the device was running without the trigger being pressed. There was no pt involvement or adverse consequences reported as a result of this event.